Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date. D4:UDI number updated to unknown. G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative. A impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) and unk zimmer screw were returned for investigation. Visual inspection of the as returned product identified worn markings due to usage, damage possibly due to the removal process, bone and a fracture on the collar. Also screw fracture inside implant. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device was located on tooth 46 and was used for approximately 13 years. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants (4869 rev 9-10/19). Information identified: contraindications, warnings, precautions, breakage review of appropriate documentation: documents reviewed: instructions for use for zimmer dental implant systems (4894 rev 6 - 08/19) information identified: 'precautions' 'breakage' 'warning'. DHR review was completed for the subject lot number: (60624626). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: complaint history review was performed for the reported lot number: (60624626) for similar event and no other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
(B)(4). Weight unknown / not provided. PMA/510(k) number:k013227.

Event description:
It was reported that the abutment was loose during check up doctor noticed that the implant was fractured at the neck portion and it was removed